Manufacturer narrative:
(B)(4). Type of investigation : (B)(4). A five year review of similar reported events of infection relating to gelsoft branded grafts was completed , an occurrance rate of (B)(4) was confirmed - no similar events have been reported for the remainder of the batch. (B)(4) no negative trend was identified. (B)(4) additional information and explanted device has been requested from the site. (B)(4) quality, manufacturing and physiscal test records of the base material were retreived and reviewed and show the batch was manufactured to design specification and all tests met inspection criteria. Sterilisation records confirmed the complaint product was sterilised to specification. Investigation findings: (B)(4) no issue has been found upon review of the retained device history records for this batch. (B)(4). Investigation conclusion: (B)(4).

Event description:
Event reported from panther study as graft infection. Graft was implanted on (B)(6) 2022. The patient was admitted to the hospital on (B)(6) 2022 for vacuum assisted closure therapy. The patient left the hospital on (B)(6) 2022 but had to be readmitted for the same problem on (B)(6) 2022 because of worsening pain and a cold feeling of the leg. An acute occlusion and infection of the fempop bypass was diagnosed. Antibiotics (amoxiclav 4 gram per day was started on (B)(6) 2022). The device was infected and had to be explanted on (B)(6) 2022.

Event description:
This report is being submitted as follow up #1for mfg. Report #9612515-2022-00018 comp (B)(4) to provide event closure information

Manufacturer narrative:
Manufacturer narrative investigation findings: 213 - no device problem found - manufacturing records were reviewed and showed device was manufactured to specification. Sterilization and endotoxin records results are within the parameters. Investigation conclusion : 67 - no problem detected - review of the manufacturing records did not identify any problems with the device. 4315 - cause not established - the root cause of the event could not be determined. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.